Event description:
It was reported that during a robotic laparoscopic hysterectomy procedure, the arm cart assembly was repeatedly being blocked due to a non-recoverable error. The surgery was completed with three arms as the arm cart assembly could no longer be used after the non-recoverable error. There was a ten minute delay due to this issue. There was no patient injury.

Manufacturer narrative:
H2) correction: d1, d10 h3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Evaluation of the safety logs for the arm cart assembly indicated a contact sensor alarm was activated. This occurs when one of the pinch sensors is registered as pressed over and over. This triggers a non-recoverable error code for 'linked to pinch sensor redundancy check'. Review of the field service notes indicated that based on the observed error code, the robotic arm link 2 pinch sensor should be replaced to resolve the issue. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a design issue attributed to a defective pinch sensor. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic hysterectomy, the arm was repeatedly being blocked due to a non-recoverable error. The surgery was completed with three arms as the arm could no longer be used after the non-recoverable error. There was a 10 minute delay due to this issue. There was no patient injury.